Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The 2 additional traveler devices referenced are being filed under a separate manufacturing report number.

Event description:
It was reported that during leak testing of 2.0 x 15 mm traveler rx balloon catheters by the national certified test institute, three of the balloons leaked during leaked. The leak was observed prior to inflation when water was flushed through the devices. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The leak (balloon rupture) was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.